Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Explanting physician reported capsular contracture baker grade IV diagnosed by MRI. The device has been explanted and replaced. This record relates to the left side.

Event description:
Explanting physician reported capsular contracture baker grade IV diagnosed by MRI. The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture was reviewed on january 12, 2024. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 19apr2024.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.